Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and dilaudid. The concentration and dose were not known. The indication for use was non-malignant pain. It was reported that the pump was floating around in the patient¿s stomach. The patient¿s stomach cavity was filling with liquid. The fluid was partially medication, spinal fluid and other fluid that the patient drank during the day. Over the past 3 months (from (B)(6) 2016), 252 mg of fluid had been withdrawn from the cavity. The patient reported no falls or traumas. The patient was diagnosed with retaining fluids, and he was put on medication. There was fluid around the pump, and this was diagnosed via ultrasound. The patient had an x-ray, CT scan and ultrasound with his pump surgeon, and it was diagnosed the catheter tube had come loose from the pump. During a refill, the healthcare provider (hcp) said that the pump looked like it was coming out sideways, and the hcp had to manipulate the pump to get it filled. The patient was going to have a revision surgery on (B)(6) 2016. It was also reported that the personal therapy manager (ptm) displayed poor communication. The patient could use the ptm with an antenna but not without the antenna. The patient was seeing poor communication. The patient was not sure if it was due to the positioning of the pump or if the ptm was having issues. No out of box failure was reported. There was no medical/therapy problem related to a small components product reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.